Manufacturer narrative:
A lot history record review was completed for lots 25124091, 25126426, 25128609 and 25128950 the last 4 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history (B)(4). The device was returned to the factory for investigation. Signs of clinical use and evidence of blood was observed. A visual inspection was conducted. A crack was observed on the cannula handle. The c-ring remained attached to the cannula due the presence of a retention rib. There was no knicking observed at the metal wire support joint and the ring. Tissue particles and charred blood were observed on the electrodes and bisector blade. No damage was observed to the bisector blade or the electrodes. A mechanical evaluation of the hemopro bisector toggle was conducted. Even though the bisector toggle operated as expected, it failed to retract or advance the blade. The cannula's handle was opened to inspect the pull rod ball assembly. It was observed that the pull rod was dislocated from its original position in the housing. The toggle was mechanically disengaged from the pull rod and failed to move the blade. Based on the returned condition of the device and the evaluation results, the reported complaint is confirmed for the reported failure mode "failure to cut" and the analyzed failure modes "break cannula" and "mechanical issue-blade unable to extend and retract". A certificate of conformance and shop floor paperwork could not be reviewed. No specific lot number was provided. A ship history was performed. No specific lot number could be identified from the ship history. Specific actions for the analyzed failure mode "mechanical issue" are being maintained and documented under maquet's failure investigation report (fir) system

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro dysfunction of cutting knife after transection of ca (for circa) 3 side branches, didn't cut anymore. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro dysfunction of cutting knife after transection of ca (for circa) 3 side branches, didn't cut anymore. A replacement device was used to complete the procedure. The hospital did not report any patient effects.